Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxi 800 access instrument. A pt sample (a) was tested for accu tni and a result of 0.58ng/ml was obtained. On the same day, the original sample was tested for accu tni on a different instrument in the customer's lab; the result was 0.02ng/ml. The result was reported out of the lab. The original sample was re-tested for accu tni on the unicel dxi 800 access instrument on the next day; the result was 0.01ng/ml. The customer then collected a fresh sample (b) from the pt and tested for accu tni; the result was 0.53ng/ml. Sample b was re-tested for accu tni twice and two results of 0.00ng/ml were obtained. The accu tni result of 0.00ng/ml was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was in specifications at the time of the event. The samples were collected in 7ml, lithium heparin tubes and centrifuged at 3,500 rpm for 10 minutes at ambient temperature. A field service engineer (fse) was dispatched to the customer's lab in 2006. The fse conducted accu tni testing protocol per published guidelines and all results passed within specifications. The fse verified the instrument operation per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.